Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 68 cfus of gram-positive cocci with catalase, micrococci or staphylococci, and 1 cfu of gram-positive bacilli with catalase and oxidase in all channels on (B)(6) 2025. The device was retested on (B)(6) 2025, and it tested positive for 57 cfus of gram-negative bacilli with or without oxidase in the suction channel, 2 cfus of gram-positive cocci with catalase, micrococci or staphylococci in the biopsy channel, 12 cfus of gram-positive cocci with catalase, micrococci or staphylococci, and 2 cfus of gram-positive bacilli with catalase and oxidase in the air/water channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; h2; h3; h4; h6 and h11. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 . Sampling from: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end. Cfu: <1 colony forming unit (cfu). Bacterial identification: baceillus cereus. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In addition, the device evaluation found the j-tube and air water tube (aw-tube) had white foreign material. Based on the results of the investigation, a definitive root cause cannot be identified regarding the white residues that remained in the j-tube and air water tube (aw-tube). However, it is probable that the foreign material found to be "white residues" could be products containing silicone that can cause as deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with IFU. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.